Event description:
The roller pump was repaired before a complaint was made; therefore no part is available for investigation. The pump drives a small pulley, which is connected to a 2:nd pulley by stretched belts. Received information states that some screws were loose, but it was unknown when or how. This caused the belts to slide off the small pulley. Since maquet took over the manufacturing in 2004, a detailed instruction for the assembly of roller pumps has been implemented. Reference number: lss-v05167.

Event description:
During set up of the hl20, the single roller pump would not spin. This was due to the twin belts at the pulley was found to be off.